Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during peristomal hernia repair with mesh, the device jammed when fired. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one multifire versatack stapler with 4.8mm staples. Visual inspection of the stapler noted that the handle was partially retracted. During firing, the tacks seated properly, but the handle did not retract after firing. The leaf spring was loose on handle. The stapler was disassembled and it was noted the leaf spring was detached and rolled. A review of the device history record indicates the stapler was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.